Manufacturer narrative:
We checked the returned unit and confirmed that the ccd driver pcb malfunction. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd driver pcb. In addition, we confirmed that the down pulley wire fluid damage, the left pulley wire fluid damage, the light guide fiber bundle (lcb) broken, the remote control button(1) cracked, the remote control button(2) cracked, the angle wire corroded, the control body corroded, the receptacle corroded, the mecha base plate corroded, the angle wire hard to move, the remote control button(3) misconfigured, and the remote control button(4) misconfigured; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure